Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported patient heparin drip was infusing the user noticed the weight based dosing had incorrect weight. Adjusted the correct pump setting to reflect correct prescribed dose weight.